Manufacturer narrative:
Concomitant medical products: non bd microclave;non bd 10 ml monoject syringe;ICU medical trifuse. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the extension tubing connected to a nonbd tri-fuse tubing disconnected from the part that connects on the pt line (rotating luer). There was no harm.

Manufacturer narrative:
The customer¿s report of a tubing disconnection was not confirmed. The separated spin collar and mated non-bd trifuse set were not returned and therefore could not be evaluated for damage or anomalies that might have contributed to the reported disconnection. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found the male luer spin collar had separated from the male luer on model 30262e. The root cause of the customer¿s report could not be identified. No anomalies were observed with extension set model.

Event description:
It was reported that the extension tubing connected to a non bd tri-fuse tubing disconnected from the part that connects on the pt line (rotating luer). It was confirmed during follow up that there was no patient harm as a result of this event..